Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a failed accuracy test on channel c with an overinfusion was not confirmed nor reproduced. However, during service, the pump under infused due a defective pump head module. The pumphead module was replaced to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This involved a colleague infusion pump with a user interface module master software version 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failed accuracy test on channel c; this condition had the potential to interrupt delivery. There was no reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. Customer follow-up received on (B)(6) 2011 advised that the problem experienced was overinfusion and it was noted during service/testing. The pump was programmed at a rate of 300ml/hour with a total volume of 30ml. The final volume was 34-35ml. The device was tested a second time with a new baxter tubing to be certain and the same final volume resulted. The user interface module software version of this pump is currently unknown. No additional information is available.